Event description:
It was reported to boston scientific corporation that a cold snare device was used in the stomach during an unknown procedure performed on (B)(6) 2024. During the procedure, the wire of the snare was detached in the patient's colon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of snare loop detached.